Manufacturer narrative:
Citation: tsuru y, ishizu k, hayashi m, shirai s, ando k. Coronary embolization of valsalva thrombus following transcatheter aortic valve implantation. Jacc case rep. 2025;30(20):104191. Doi:10.1016/j.jaccas.2025.104191 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve implantation (tavi) with a medtronic 26 mm evolut fx valve for severe aortic stenosis. The tavi procedure was performed under aspirin and intravenous heparin with an activated clotting time above 300 seconds throughout. First, a pre-implant dilation was performed with a 20 mm balloon, followed by successful implant of the evolut fx with trivial paravalvular leak. One day later, cardiac computed tomography (CT) showed complete thrombosis of the non-coronary cusp (ncc) and partial thrombosis of the right coronary cusp (rcc). The authors then wrote, ¿because of no evidence of systemic embolization and valve dysfunction (mean aortic gradient: 5.8 mm hg), oral anticoagulation was not initiated, and aspirin alone was continued.¿ two days after tavi, the patient suddenly lost consciousness during rehabilitation and an electrocardiogram exhibited st-segment elevation with complete atrioventricular block. Emergent coronary angiography and intravascular ultrasound revealed thromboembolism of the right coronary artery (rca), necessitating repeated thrombus aspiration that resulted in successful revascularization. Immediately after the intervention, CT confirmed the absence of the thrombus in the rcc, ¿suggesting that the thrombus had embolized to the rca.¿ oral anticoagulation was initiated and one month later a CT found that the thrombus in the ncc had also resolved.